Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd closed IV catheter nexiva¿ 22 gauge 1 inch sliding safety needle had the needle partially disengage. The following information was provided by the initial reporter: "the needle would not retract all of the way out."

Event description:
It was reported that bd closed IV catheter nexiva¿ 22 gauge 1 inch sliding safety needle had the needle partially disengage. The following information was provided by the initial reporter: "the needle would not retract all of the way out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that bd closed IV catheter nexiva¿ 22 gauge 1 inch sliding safety needle had the needle partially disengage. The following information was provided by the initial reporter: "the needle would not retract all of the way out."